Event description:
It was reported that the insulin pump alarmed button error and had sticking buttons. The caller stated that she was washing dishes and may have gotten too close to the sink with the insulin pump leading up to the alarm. The blood glucose reading was 124 mg/dl. She stated that she was pressing up against the sink. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received at the display window corners, cracked battery tube threads, a broken belt clip slot and minor scratches on the display window.